Manufacturer narrative:
The reported extended charge time anomaly was confirmed in the laboratory. Testing indicated that one of the high voltage capacitors was damaged. This would account for the field observation of extended charge time.

Event description:
It was reported that the patient complained of noise coming from the device which was confirmed by the clinician. Interrogation revealed an alert that charge time limit had been reached in (B)(4) 2012. The clinician was unable to perform capacitor maintenance. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.